Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after the patient was implanted with their trial lead they started experiencing severe pain in their c8 lead. Surgical intervention was undertaken and their lead was explanted.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's lead was at c7 and not c8 as previously reported.

Event description:
Additional information received reports that the patient's lead was at c7 and not c8 as previously reported.